Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the act button was not responding when trying to clear the alarm. The customer's blood glucose was 120 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Auto off alarm feature was not verified due to button keypad anomaly. The device had cracked case at display window corners, reservoir tube window corners, reservoir tube lip, battery tube threads, and minor scratches on the lcd window.